Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.

Event description:
Migration was reported on this device. Device moves up into the collarbone and down to the axilla. Patient reported discomfort and tenderness at the device site. No surgical intervention was reported. Should additional information become available, this file will be updated.